Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, an increase in the pacing impedance was observed on the right ventricular (rv) lead. The rv lead was disconnected from the device and after reconnecting, the pacing impedance of the rv lead was observed to be within the patient's normal range. The patient was stable.